Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating a leak in reservoir compartment on the bottom part of the reservoir where the plunger goes in their insulin pump. The customer had a blood glucose level was 264 mg/dl at the time of the incident. The customer states that they do not know if the leak is past the first or second o-rings. The customer was sent replacement reservoirs.

Manufacturer narrative:
Evaluated two open/used reservoirs and checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test; reservoirs filled with diluent and connected to a new infusion set, installed reservoirs and connectors into pump and conclusion reservoirs had not leaks.